Event description:
Info received indicates the siderail frame including the slide bracket was broken off the bed. Siderail would not latch and hold.

Manufacturer narrative:
Repairs have not been completed.